Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') in a 30-year-old female patient who had essure (batch no. A69942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, amenorrhea, emesis, fatigue, nausea, gravida (4), parity (2), pap smear abnormal, abortion, tachycardia and endometrial ablation. Previously administered products included for an unreported indication: progesterone from (B)(6)2012 to (B)(6)2012. Concurrent conditions included cervicitis, post coital bleeding, nabothian cyst and menometrorrhagia. Concomitant products included diphtheria vaccine toxoid;pertussis vaccine acellular 3-component;tetanus vaccine toxoid (boostrix) since (B)(6)2013, famotidine, ondansetron (zofran melt) until (B)(6)2013 and progesterone (prometrium) from (B)(6)2013 to (B)(6)2013. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2013, the patient experienced migraine ("migraines/headache"). In (B)(6)2013, the patient experienced bladder disorder ("bladder problems") and vaginal discharge ("vaginal discharge increased and bleached my underwear") and was found to have weight increased ("weight gain / weight loss : weight gain"). In (B)(6)2013, the patient experienced fatigue ("fatigue"). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain / right hip pain") and back pain ("lower back pain"). On (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ heavy bleeding/ excessive bleeding"). In (B)(6)2015, the patient experienced rash papular ("itchy/bumpy rash on inner things and chest"). On (B)(6)2015, the patient experienced nausea ("nausea"). In (B)(6)2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced urinary tract disorder ("urinary problems"), the first episode of vomiting ("vomiting"), coital bleeding ("post coital bleeding") and the second episode of vomiting ("vomiting") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, vaginal discharge, weight increased, fatigue, arthralgia, back pain, the last episode of vomiting and weight decreased outcome was unknown, the menorrhagia, dysmenorrhoea, dyspareunia, rash papular and coital bleeding had resolved and the migraine and nausea was resolving. The reporter considered arthralgia, back pain, bladder disorder, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, rash papular, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of vomiting and the second episode of vomiting to be related to essure. The reporter commented: coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion as per pfs and as per mr complete tubal occlusion by essure device. Concerning the injury in this case the following ones were described in patient medical record conforming vaginal discharge pelvic pain, dysmenorrhea, menorrhagia ,abdominal bleeding ,weight gain, dyspareunia, weight gain, rash , heavy blood flow , numbness and pain lot number: a69942 manufacturing date: 2012/11 expiration date: 2015/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') in a 30-year-old female patient who had essure (batch no. A69942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, amenorrhea, emesis, fatigue, nausea, gravida (4), parity (2), pap smear abnormal, abortion, tachycardia and endometrial ablation. Previously administered products included for an unreported indication: progestrone from (B)(6) 2012 to (B)(6) 2012. Concurrent conditions included cervicitis, post coital bleeding, nabothian cyst and menometrorrhagia. Concomitant products included diphtheria vaccine toxoid;pertussis vaccine acellular 3-component;tetanus vaccine toxoid (boostrix) since (B)(6) 2013, famotidine, mepyramine maleate;pamabrom;paracetamol (pamprin), ondansetron (zofran melt) until (B)(6) 2013, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and progesterone (prometrium) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced migraine ("migraines/headache"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems") and vaginal discharge ("vaginal discharge increased and bleached my underwear") and was found to have weight increased ("weight gain / weight loss : weight gain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain / right hip pain") and back pain ("lower back pain"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ heavy bleeding/ excessive bleeding"). In (B)(6) 2015, the patient experienced rash papular ("itchy/bumpy rash on inner things and chest"). On (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced urinary tract disorder ("urinary problems"), the first episode of vomiting ("vomiting"), coital bleeding ("post coital bleeding"), the second episode of vomiting ("vomiting"), abdominal pain ("abdominal pain (e-belly)"), uterine irritability ("irritable uterus"), scar ("scar tissue"), discomfort ("heaviness feeling"), anxiety ("anxious"), flatulence ("gas"), constipation ("constipation "), dysplasia ("dysplasia"), feeling abnormal ("foggy feeling"), rash ("rash"), eczema ("eczema"), alopecia ("lost less hair"), morning sickness ("morning sickness"), abortion spontaneous ("spontaneous abortion") and abdominal distension ("e belly"), was found to have weight decreased ("weight loss") and underwent intestinal adhesion lysis ("removed adhesion on my bowel"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea, dyspareunia, weight increased, fatigue, back pain, rash papular, coital bleeding, abdominal pain, feeling abnormal, rash and abdominal distension had resolved and the bladder disorder, urinary tract disorder, vaginal discharge, arthralgia, the last episode of vomiting, weight decreased, uterine irritability, scar, discomfort, anxiety, flatulence, constipation, dysplasia, intestinal adhesion lysis, eczema, alopecia, morning sickness and abortion spontaneous outcome was unknown. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bladder disorder, coital bleeding, constipation, discomfort, dysmenorrhoea, dyspareunia, dysplasia, eczema, fatigue, feeling abnormal, flatulence, intestinal adhesion lysis, menorrhagia, migraine, morning sickness, nausea, pelvic pain, rash, rash papular, scar, urinary tract disorder, uterine irritability, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of vomiting and the second episode of vomiting to be related to essure. The reporter commented: coils that appeared trailing into the uterine cavity was 3. Discrepancy noted in removal date-(B)(6) 2018 (as per current plaintiff fact sheet) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion as per pfs and as per mr complete tubal occlusion by essure device. Concerning the injury in this case the following ones were confirmed in patient medical record- vaginal discharge pelvic pain, dysmenorrhea, menorrhagia, abdominal bleeding ,weight gain, dyspareunia, weight gain, rash , heavy blood flow , numbness and pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-may-2020: information received via social media: outcome of events (foggy feeling and rash) were updated to recovered. Reporter information were added. Event e belly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') in a (B)(6) year old female patient who had essure (batch no. A69942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, amenorrhea, emesis, fatigue, nausea, gravida ii (4), para (2), pap smear abnormal, abortion, tachycardia and endometrial ablation. Previously administered products included for an unreported indication: progesterone from (B)(6) 2012 to (B)(6) 2012. Concurrent conditions included cervicitis, post coital bleeding, nabothian cyst and menometrorrhagia. Concomitant products included diphtheria vaccine toxoid; pertussis vaccine acellular 3-component;tetanus vaccine toxoid (boostrix) since (B)(6) 2013, famotidine, ondansetron (zofran melt) until (B)(6) 2013 and progesterone (prometrium) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced migraine ("migraines/headache"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems") and vaginal discharge ("vaginal discharge increased and bleached my underwear") and was found to have weight increased ("weight gain / weight loss : weight gain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain / right hip pain") and back pain ("lower back pain"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ heavy bleeding/ excessive bleeding"). In (B)(6) 2015, the patient experienced rash papular ("itchy/bumpy rash on inner things and chest"). On (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced urinary tract disorder ("urinary problems"), the first episode of vomiting ("vomiting"), coital bleeding ("post coital bleeding") and the second episode of vomiting ("vomiting") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, vaginal discharge, weight increased, fatigue, arthralgia, back pain, the last episode of vomiting and weight decreased outcome was unknown, the menorrhagia, dysmenorrhoea, dyspareunia, rash papular and coital bleeding had resolved and the migraine and nausea was resolving. The reporter considered arthralgia, back pain, bladder disorder, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, rash papular, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of vomiting and the second episode of vomiting to be related to essure. The reporter commented: coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram on (B)(6) 2013: total bilateral occlusion as per pfs and as per mr complete tubal occlusion by essure device. Concerning the injury in this case the following ones were described in patient medical record conforming vaginal discharge pelvic pain, dysmenorrhea, menorrhagia ,abdominal bleeding ,weight gain, dyspareunia, weight gain, rash , heavy blood flow , numbness and pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs and mr received- previously reported event "injury to herself" updated to "vaginal bleeding", events- "dysmenorrhea, dyspareunia, vaginal discharge weight gain, weight loss, pelvic pain, back pain, hip pain, post coital bleeding, vomiting", lot number, medical history, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') in a 30-year-old female patient who had essure (batch no. A69942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, amenorrhea, emesis, fatigue, nausea, gravida (4), parity (2), pap smear abnormal, abortion, tachycardia and endometrial ablation. Previously administered products included for an unreported indication: progestrone from (B)(6) 2012 to (B)(6) 2012. Concurrent conditions included cervicitis, post coital bleeding, nabothian cyst and menometrorrhagia. Concomitant products included diphtheria vaccine toxoid;pertussis vaccine acellular 3-component;tetanus vaccine toxoid (boostrix) since (B)(6) 2013, famotidine, ondansetron (zofran melt) until (B)(6) 2013 and progesterone (prometrium) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced migraine ("migraines/headache"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems") and vaginal discharge ("vaginal discharge increased and bleached my underwear") and was found to have weight increased ("weight gain / weight loss : weight gain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain / right hip pain") and back pain ("lower back pain"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ heavy bleeding/ excessive bleeding"). In (B)(6) 2015, the patient experienced rash papular ("itchy/bumpy rash on inner things and chest"). On (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced urinary tract disorder ("urinary problems"), the first episode of vomiting ("vomiting"), coital bleeding ("post coital bleeding"), the second episode of vomiting ("vomiting") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea, dyspareunia, weight increased, fatigue, back pain, rash papular, coital bleeding and abdominal pain had resolved and the bladder disorder, urinary tract disorder, vaginal discharge, arthralgia, the last episode of vomiting and weight decreased outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, bladder disorder, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, rash papular, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of vomiting and the second episode of vomiting to be related to essure. The reporter commented: coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion as per pfs and as per mr complete tubal occlusion by essure device. Concerning the injury in this case the following ones were confirmed in patient medical record- vaginal discharge pelvic pain, dysmenorrhea, menorrhagia, abdominal bleeding ,weight gain, dyspareunia, weight gain, rash , heavy blood flow , numbness and pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events: abdominal pain were newly added. Outcome of events pelvic pain, back pain, dysmenorrhea, dyspareunia, menorrhagia, fatigue, migraine, headache, nausea, weight gain were changed to ¿recovered/resolved¿. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') in a 30-year-old female patient who had essure (batch no. A69942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, amenorrhea, emesis, fatigue, nausea, gravida (4), parity (2), pap smear abnormal, abortion, tachycardia and endometrial ablation. Previously administered products included for an unreported indication: progestrone from september 2012 to december 2012. Concurrent conditions included cervicitis, post coital bleeding, nabothian cyst and menometrorrhagia. Concomitant products included diphtheria vaccine toxoid;pertussis vaccine acellular 3-component;tetanus vaccine toxoid (boostrix) since (B)(6) 2013, famotidine, mepyramine maleate;pamabrom;paracetamol (pamprin), ondansetron (zofran melt) until may 2013, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and progesterone (prometrium) from january 2013 to april 2013. On (B)(6)2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced migraine ("migraines/headache"). In august 2013, the patient experienced bladder disorder ("bladder problems") and vaginal discharge ("vaginal discharge increased and bleached my underwear") and was found to have weight increased ("weight gain / weight loss : weight gain"). In september 2013, the patient experienced fatigue ("fatigue"). In october 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain / right hip pain") and back pain ("lower back pain"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ heavy bleeding/ excessive bleeding"). In may 2015, the patient experienced rash papular ("itchy/bumpy rash on inner things and chest"). On (B)(6) 2015, the patient experienced nausea ("nausea"). In february 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced urinary tract disorder ("urinary problems"), the first episode of vomiting ("vomiting"), coital bleeding ("post coital bleeding"), the second episode of vomiting ("vomiting"), abdominal pain ("abdominal pain"), uterine irritability ("irritable uterus"), scar ("scar tissue"), discomfort ("heaviness feeling"), anxiety ("anxious"), flatulence ("gas"), constipation ("constipation "), dysplasia ("dysplasia"), feeling abnormal ("foggy feeling"), rash ("rash"), eczema ("eczema"), alopecia ("lost less hair"), morning sickness ("morning sickness") and abortion spontaneous ("spontaneous abortion"), was found to have weight decreased ("weight loss") and underwent intestinal adhesion lysis ("removed adhesion on my bowel"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea, dyspareunia, weight increased, fatigue, back pain, rash papular, coital bleeding and abdominal pain had resolved and the bladder disorder, urinary tract disorder, vaginal discharge, arthralgia, the last episode of vomiting, weight decreased, uterine irritability, scar, discomfort, anxiety, flatulence, constipation, dysplasia, feeling abnormal, rash, intestinal adhesion lysis, eczema, alopecia, morning sickness and abortion spontaneous outcome was unknown. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, arthralgia, back pain, bladder disorder, coital bleeding, constipation, discomfort, dysmenorrhoea, dyspareunia, dysplasia, eczema, fatigue, feeling abnormal, flatulence, intestinal adhesion lysis, menorrhagia, migraine, morning sickness, nausea, pelvic pain, rash, rash papular, scar, urinary tract disorder, uterine irritability, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased, the first episode of vomiting and the second episode of vomiting to be related to essure. The reporter commented: coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion as per pfs and as per mr complete tubal occlusion by essure device. Concerning the injury in this case the following ones were confirmed in patient medical record- vaginal discharge pelvic pain, dysmenorrhea, menorrhagia, abdominal bleeding ,weight gain, dyspareunia, weight gain, rash , heavy blood flow , numbness and pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events irritable uterus, scar tissue, heaviness feeling, anxious, gas, hot flashes, constipation, dysplasia, foggy feeling, rash, removed adhesion on my bowel, eczema, lost less hair, itchy rash was added. Reporter, concomitant drug was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.